Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep. There was no reported patient injury. Hemostasis was achieved by manual compression for 20 minutes. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non-cordis sheath was used. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The device was prepped and stored according to the instructions for use (IFU). The device and package were inspected prior to use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during prep. There was no reported patient injury. Hemostasis was achieved by manual compression for 20 minutes. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non-cordis sheath was used. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was presence of calcium in the vicinity of the puncture site. The device was prepped and stored according to the instructions for use (IFU). The device and package were inspected prior to use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe and procedural sheath were not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found in its manufactured position, fully covered by the sealant sleeves and not exposed to blood. Also, no damages were observed on sealant sleeves assembly. Per functional analysis, the inflation/deflation test was conducted as per the mynx control IFU. The findings indicated a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.